Manufacturer narrative:
A review of the device history record (DHR) for lot no. 1809385364 indicated the product was released meeting all quality standards. All dhrs are reviewed for accuracy prior to product release. In-process procedures are also in place to prevent nonconforming product in the manufacturing process. This ensures components and finished products meet all quality inspection standards. Specifically, samples are taken throughout production and checked for particulate in the fluid pathway. These controls include, but are not limited to: material verification/certification processes, dimensional specifications, statistical samplings, periodic audits, process inspections, machine maintenance/operation and personnel training and certification. No product/sample was provided for evaluation. No additional information, pictures or videos were received. Therefore, a comprehensive investigation was unable to be conducted. The complaint file contains insufficient information to determine a specific root cause. The reported complaint could not be confirmed. A root cause could not be determined. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
Submit date: 9/21/2018. The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer states: a particulate was found inside the barrel of the syringe. The particulate was found during the 100% visual inspection of finished product. The appearance of the particulate is light brown in color and free floating in the syringe barrel.